Event description:
The complainant reported that in 2009 the physician performed the implant of a percuflex ureteral stent in a female pt, who was over 18 yrs old. Post procedure, the pt complained of pain. The pt had been scheduled to have the device removed two weeks later. During the removal of the stent, the physician noticed that the stent had migrated to the pt's bladder. The device was successfully removed, with no complications to the pt. The pt was reported to be doing "okay" subsequent to the stent removal.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation, as it was discarded subsequent to removal from the pt; therefore, a failure analysis is not available. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are not able to determine the relationship between the device and the cause of this event.